Event description:
The hosp reported that the variable stiffness knob was difficult to turn. As a result, the insertion tube could not be stiffened during the procedure. There were no injuries or complications.